Event description:
A flexible nail, implanted in 2001 for a humeral fracture incurred by 7/2001, broke post-operative and was removed in 2002. Surgeon reported the fracture failed splinting twice prior to implanting the nail. Surgeon noted non-union of the left humerous with subsequent breakage of the nail. Pt was restricted to sling full time, started removing sling and splint one month after surgery.